Event description:
It was reported that the pt was having trouble adjusting the stimulation of their device, and was reprogrammed on or around (B)(6) 2010. The pt rec'd good stimulation and pain coverage for two weeks, during which it was stated that the pt's family felt he "may have overdone it with the walking." Two weeks after reprogramming, the pt fell, and stated that their foot "felt like it was twice the normal size" and caused the fall. It was stated that the pt was bedridden. The pt was reprogrammed again, and reeducated on the use of the pt programmer. It was stated the pt had not "sought any further treatment" and was not having any problems. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).